Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter is still in place. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. According to the information received in the patient profile from (ppf), the patient became aware of the events seven years and ten months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, device unable to be retrieved, although no retrieval attempt has been documented. The patient also reports chest pain, shortness of breath, and mental anguish from fear of possible device failure in the future. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal brief does not mention a malfunction of the filter. The anxiety experienced by the patient does not represent a device malfunction. Without medical records available for review, the clinical cause of the shortness of breath and pain mention is unknown. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This report was generated in error. The case is non-reportable.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter is still in place. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. According to the information received in the patient profile from (ppf), the patient became aware of the events seven years and ten months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, device unable to be retrieved, although no retrieval attempt has been documented. The patient also reports chest pain, shortness of breath, and mental anguish from fear of possible device failure in the future.